Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged difficulty in breathing. There was no report serious or permanent of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer initially received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. The patient alleged difficulty breathing/short of breathe. There was no patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. The internal investigation showed that there were no evidence of foam degradation associated to this allegation. Unknown white debris consistent with dust contamination was observed on top of blower and inside of bottom of device. There is no visible damage or functionality failures of the device, which still suggests that the source of contamination was external to the device. The device was hooked up to a known good power supply and power cord, airflow was verified to be operating correctly. The error log showed that there were zero instances of errors on the device. The manufacturer concludes that there were no signs of sound abatement foam degradation. Section d8, d9, g3, h6 has been updated.